Event description:
Portion of vasoview hemopro dissecting cone fractured and was retained in pt's right leg. All pieces retrieved endoscopically w/o any additional incision. Dates of use: 2009. Diagnosis or reason for use: endoscopic vein harvesting.